Event description:
It was reported the patient experienced pain and numbness in his left leg from lead placement during the trial. The pain worsened and the physician cancelled the trial mid-procedure. After the patient left the clinic, he still had pain and weakness in his left leg and had an ambulance take him to the emergency room. A nurse reported the patient had a history of numbness in his left leg. Although the physician thought he may have hit osteocytes, the CT scan was normal. Physician also thought he may have pushed the needle into the middle of the spinal cord, but that also did not happen. Patient's outcome was unavailable as of the time of this report. Additional information has been requested and will be made as follow up as it becomes available. For information on an associated device, see manufacturer's report #6000153201006266.

Manufacturer narrative:
(B)(4)